Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 300 units of cold novolog insulin. During troubleshooting with tandem technical support, the customer reloaded the same cartridge and reported receiving another minimum fill notification. The customer then loaded a new cartridge, and was able to complete the load process with an accurate fill estimate. There was no impact to the customer&#38112;blood glucose level.